Event description:
The pt presented with a long chronic total occlusion (cto) that the physician was able to cross and pre-dilatate. The artery was heavily calcified. A cutting balloon was needed to try and cut the calcified plaque. The physician deployed a ziv6-35-125-7-100-ptx stent. After deployment it was noted the stent had compressed. The physician indicated he believed the stent compressed due to the cto and heavy calcification which did not allow the stent to fully expand. Two other zilver ptx stents were also placed to cover the stenosis with no issues. No harm to the pt has been reported as occurring. The physician is pleased with the outcome of the procedure.

Manufacturer narrative:
PMA/510 (k)#: s001. This incident meets the criteria of an FDA MDR report based on the reporting precedence established for 'stent shortening' for this product family regardless of pt outcome. There was no zilver ptx device of lot number c975158 in stock at the time of the complaint investigation. The stent was implanted in the pt and hence is not available for evaluation. With the info provided a document based investigation was carried out. The physician believed that the stent compression was most likely related to the long cto in the heavily calcified artery of the pt. Images related to this incident were received for review. The images all show the zilver ptx stent fully deployed. The stent appears shortened when compared to the markers on the catheter. The complaint is confirmed based on customer testimony. Prior to distribution all zilver ptx devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in the procedure referenced above and attached. A review of the relevant mfg records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. No adverse effects to the pt were reported as occurring. Two other zilver ptx stents were also placed to cover the stenosis with no issues. The physician is pleased with the outcome of the procedure. Qual engineering will continue to monitor complaints of this nature for potential emerging trends.